Event description:
During the permanent procedure, the lead revealed high impedance on all contacts. The doctor reconnected the lead several times and was unsuccessful. Another lead was used and implanted successfully. The replacement lead resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.